Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood was 158 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.